Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 18.4 mmol/l. The user alleged the insulin pump was under delivering insulin as she was high for last 18 hours and she was trying to do temp basal but she was unable to go above 200%. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.